Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The ventilator screen became suddenly dark during ventilation due to a defective esm module. However, ventilation continued. The root cause was determined to be a defective esm module. There was no patient or user harm.

Event description:
Black screen durig ventilation, ventilation continued - no patient harmed.